Event description:
The customer reported high blood glucose. Customer stated that the insulin pump alarmed no delivery while trying to fill her tubing. Troubleshooting was done. Customer's blood glucose was 545 mg/dl. Customer treated with shot. Customer stated took her blood glucose an hour ago and it was 432 mg/dl. Customer was disconnected while trying to troubleshoot for no delivery. Customer reported back to continue the troubleshooting. Customer had to change out the reservoir to fix the issue with the no delivery alarm. Customer stated that her blood glucose was high due to she ate too much and forgot to give herself insulin. Customer stated she did not think that there was a problem with the insulin pump. Advised to report back if she thinks there was a problem. Customer stated wanted replacements for infusion set and reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.